Manufacturer narrative:
H3 : product analysis found that visually, the broken device and an open pouch were wrapped in a large plastic bag when returned. The pouch was open from 3 of 4 sides and had traces of contamination. The broken device was also contaminated, from the proximal to the distal end. There was no damage noted on the outer assembly when returned. However, the inner assembly was broken in two parts when returned. The shorter part (with hub attached) measured 0.589 inches from the distal end of the inner hub to the broken point, while the longer part measured 5.045 inches from the broken point to the distal tip. There were striations found on both broken parts of the inner shaft. Functional testing could not be performed due to the broken state of the device. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d14 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that inner sheath of the blade broke in half along metal length during surgical use. Surgeon using tricut blade @5000-30,000rpm for short intervals. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the inner sheath broke apart and made a whirling sound. Surgeon was able to see the moment the tricut blade broke and removed it from the patient¿s nose when it stopped rotating. Surgeon removed the blade off the m5 handpiece and inner cannula was broken in half. Surgeon (endoscopically) searched patient¿s nose for potential debris and did not find any metal fragment/pieces. There was no patient impact.